Manufacturer narrative:
An investigation was carried out for this complaint with the following conclusions: arjo was informed that a resident fell from the arjo concerto shower trolley during showering. Caregiver stopped patient fall but due to the limited mobility of the resident, they banged against the frame of the trolley with their head (right rear). As a consequence patient was taken to the hospital via ambulance, where was assessed before entering to the accident and emergency (a&e) department. Patient was returned without entering to the hospital. The knock caused patient's head swelling (not serious injury). An arjo technician visiting the customer after the event advised that device showed signs of age related ware (i.e., scratches, paint peeling). The safety sides were removed prior to technician arrive but it was advised that there was nothing that suggest it would not work. It was found that the deck housing for the left hand safety side was cracked (not completely broken apart), but would not detached from device. Arjo technician reported, based on the information received while carrying out the interview, that the safety side might not have been closed properly, if closed at all. Although the exact reason of the side support collapse and further patient fall is unknown, based on the complaints history, it could be indicated that the following factors related to the way of locking/closing the side supports, as indicated by arjo technician, are the most probable to contribute to this incident: 1. User did not lock correctly the side support. Arjo device is provided with an instruction for use (IFU), document (B)(4), june 2007, which provides instructions and warns in regards to the use and maintenance of this product. The device parts related in this event are the side support, which can be folded down by pressing the two catches simultaneously. The IFU is pointing out that when raising the side supports, user has to make sure that two catches snap into place. 2. The deck housing for the left hand safety side was cracked thus the side support could not close properly. Although arjo technician advised that there was nothing that suggest that side support would not work or detach from device due to the damaged part, IFU states: the useful life of this equipment, unless otherwise stated, is ten (10) years, subject to required preventative maintenance as specified in the operating and product care instructions, assembly and installation instructions and parts list catalogues. Up to the moment of this investigation, the device had about 13 years from the date of production, therefore, showed signs of age related ware (i.e., scratches, paint peeling). In regards of device maintenance, this document contains a section "care and maintenance". This sections states "the concerto/basic is subject to wear and tear, and the following actions must be performed when specified to ensure that the product remains within its original manufacturing specification." In regards to caregiver obligations, they should every day visually check all exposed parts, and every week perform functionality test, visually check all exposed parts, check mechanical attachments, among others. Qualified personnel must carried out preventive maintenance every year; in case of UK: loler and puwer legislation requires 6 monthly thorough examination and annual service, or an alternative scheme. The customer reported that a third party service provider was responsible for servicing the device and they only noticed a damaged area once he had removed the safety side from the trolley. In conclusion, arjo determined that the device was being used for patient handling and in that way contributed to the event. The device malfunctioned as safety side collapsed during use. The most likely cause of this event at hand was in line with not checking the device before use or during general maintenance. Arjo found this event reportable to the competent authorities in abundance of caution despite resident did not sustain serious injury during this event as the fall could cause death or serious injury if reoccurs.

Manufacturer narrative:
(B)(4). The investigation is ongoing and additional information will be provided in the next report.

Event description:
Arjo was informed about a resident fall from a concerto trolley shower. The customer informed that resident fell while caregiver was washing her. During bath, the left hand safety side collapsed causing resident falling from the trolley. An assertive reaction of the caregiver, broke the fall, however, due to resident's mobility state, her head was unstable and banged against the frame of the trolley. After this incident, the resident was taken to the hospital where was assessed before entering to the accident and emergency department (a&e). Resident was returned without entering to the hospital - no serious injury was sustained.